Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the snap-cap and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 454 mg/dl at the time of incident. The customer stated that they treated the high blood glucose by bolus. The customer stated that the no delivery alarm was resolved after changing the reservoir. The reservoir will be returned for analysis.